Event description:
Dealer is stating that the capacitor will let the compressor run, but will not start the compressor, and the on/off switch. Has no audible alarm.dealer replaced these parts and states that after four hours of run time, purity was fluctuating between 77-81%. Dealer notes that after two hours purity was still at 94%. Dealer states he checked for leaks. (B)(4).